Event description:
It was reported that the workstation on the 2500 sys would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and mother board need replacing. The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.